Manufacturer narrative:
According to our bench test results, and after more than 7 years of implantation, the returned valve meets its specifications requirements and is conform. So, the alleged failure cannot be duplicated. Obstruction is a well known complication of shunt which is described in the instruction for use. No corrective action is decided.

Event description:
The valve was implanted in the pt for v-p shunting in 1999. The valve was explanted in 2007 due to hypodrainage. The customer requested to check the valve.